Event description:
Related manufacturer report number: 2017865-2022-15345. It was reported that a patient presented with both atrial and right ventricular (rv) leads dislodged due to twiddler's syndrome. The physician elected to explant and replace the atrial and rv leads. The patient condition was stable.